Event description:
It was reported that this pacemaker oversensed the r-waves in the atrial channel. Technical services (ts) reviewed the data with health care professional (hcp), the oversensing on the presented electrogram (egm) led to inappropriate atrial tachy response (atr) mode switch episodes. The plan is to follow up with the patient to reprogram. No adverse patient effects were reported. This pacemaker remains in service.